Event description:
N/a.

Event description:
The customer called and reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed, there was blood seen in the helium tubing, and the blood had reached the pump. The insertion was axillary. The customer could not recall the alarm, but the surgeon decided to remove the iab as soon as possible. The tubing was clamped and disconnected from the pump. The customer asked how to clean the blood off the pump but was advised to report it to biomed. They are not replacing the balloon in the patient. There was no harm reported. This report is for the iabp used in the event. For the iab catheter, reference mfg report # 2248146-2024-00251.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit had a faint audible been going off periodically. Upon further investigation, the unit was found to have blood throughout the pim, safety disk, and both li batteries. Then, while attempting to remove the unit from the cart, more blood was found under the unit and filled through out. The fse also confirmed blood seeping into the power cord and power supply of the cart. Eventually, the fes removed the unit cover and discovered a burnt smell likely due to the components shorted out. The fse then confirmed the motor control board, solenoid board, fiber optic assembly and printer board were all caked in coagulated blood. The fse stated that the unit was a total loss. There was no injury sustained to the patient. The fse later confirmed that the unit was permanently taken out of service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer called and reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed, there was blood seen in the helium tubing, and the blood had reached the pump. The insertion was axillary. The customer could not recall the alarm, but the surgeon decided to remove the iab as soon as possible. The tubing was clamped and disconnected from the pump. The customer asked how to clean the blood off the pump but was advised to report it to biomed. They are not replacing the balloon in the patient. There was no harm reported. This report is for the iabp used in the event. The iab catheter will be reported separately.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).